Event description:
It was reported that, after tka, a revision surgery was performed due to unknown reasons. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and per complaint details, a ¿revision tibia¿ was performed. It was communicated that the patient left surgery in good health; however, answers to remaining clinical documentation requests were reportedly ¿unknown¿. Based on the limited information provided, the clinical root cause could not be definitively concluded. There was no report of surgical delay or patient injury; therefore, no further patient impact would be anticipated. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.